Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : the treatment of mitral insufficiency in refractory heart failure.

Event description:
This is filed to report heart failure and recurrent mitral regurgitation. It was reported through a research article that multiple patient underwent a mitraclip procedure to treat functional mitral regurgitation. The implanted clip may have cause or contributed to heart failure, recurrent mitral regurgitation, rehospitalization and medical intervention. Details are listed in the article, titled the treatment of mitral insufficiency in refractory heart failure. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. And a review of the lot history record could not be performed, as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed, a conclusive cause for the reported heart failure and mitral regurgitation (mr) could not be determined in this complaint. The reported patient effects of heart failure and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstance as documented within this article. There is no indication, of a product issue with respect to manufacture, design or labeling.